Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the software analysis was completed. Analysis determined that there was no failure found. Codes b01, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000167 provided the lot number 910 rev. D. The hardware was returned and analysis was performed. The umbilical cable passed bench test. Continuity test passed and it was installed in a test imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000437 , lot/serial #: unknown ; product ID: bi71000181 , lot/serial #: unknown ; product ID: bi71000167 , lot/serial #: unknown ; product ID: bi71000264 , lot/serial #: unknown product ID: bi71000263 , lot/serial #: unknown h3) the manufacturer representative went to the site to test the imaging system. When starting the system the x-ray bar keeps disabled. They restarted the system and sometimes but this was not responding. They tested the system, electrical drawer, checked connection but couldn't reproduce the issue. They made 2d shotes and navscan transferred. The suspected behavior was the mobile view station (mvs) power board. They calibrated the docking position. The mvs power cord was replaced because the cord was not medtronic certified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6: additional system service was performed. Hardware parts were replaced. Bi71000263 lexan channel and an umbilical cable were replaced. It was noted, as well, that the inner gantry cover and 94 laser mod needed to be replaced, but this was not performed. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000181, lot/serial #: unknown ; product ID: bi71000437, lot/serial #: unknown, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not able to do x-ray's. When starting the system the x-ray bar keeps disabling. They restarted the system sometimes but it was not responding. The mobile view station (mvs) power controller status event stated that there was an error. Reference voltage out of specification (errornumber=128). But the issue was random. Months ago the issue happened but when the manufacturer representative arrived the issue dissappeared and was impossible to reproduce. There was no patient involvement.